Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000078265 common device name: penta lead, model: 3228, UDI: (B)(4), serial: (B)(6), batch: 6958755.

Event description:
It was reported that the patent's lead migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
D10 correction: medical product should only reflect one lead rather than two. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.